Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast, with glucose rising to 300 mg/dl, and a system check showed no leaks at the cartridge, anchor, or infusion site; tubing fill produced drops, a supply change was advised, and the user later reported glucose returned to range after the change. Symptoms included high blood glucose without ketone testing or other acute symptoms. Outcomes included correction with a manual subcutaneous insulin injection and subsequent stabilization after replacing supplies, with no medical intervention or hospitalization. Investigation included troubleshooting steps with verification of connections and delivery pathway, completion of a blood glucose questionnaire, and follow-up confirmation of response to supply change. Investigation of this case revealed no confirmed device malfunction and that glucose normalized after replacing consumables, aligning with a cause that remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.